Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent thorough analysis. The cuff did not show any signs of abnormalities and passed the testing performed. The pump was visually inspected, and a pinhole tear was identified in the pump kink resistant tubing (krt) exposing the filament. The tear is consistent with fatigue. The pump did not pass the leak testing performed. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a pump that was not operating as intended. The aus pump and cuff were replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a pump that was not operating as intended. The aus pump and cuff were replaced. There were no patient complications reported.